Event description:
Per the surgeon's report, the patient was a male. The patient had been diagnosed with schizophrenia, but was not currently taking medication for that disorder. The patient "carried" a pacemaker due to cardiac arrhythmia. The surgeon reported that the patient was not considered at increased risk for anesthesia. The patient's etiology of deafness was bilateral temporal bone fractures due to head trauma approximately one year before implant surgery. Per the surgeon's report "the operation was carried out in general anesthesia in 2008. At the start of surgery, was given 5000 ie fragmin and 1.5g zinacef. During the operation there were two iactrogene defects to the dura without any bleeding or [leakage] of csf. One bleeding communicating vein was sealed with bone wax. Both these events were considered as normal. A nucleus 24 contour was chosen as implantation device since it contains a stylet, a supposed advantage if there after all should occur any problem with the introduction with respect to the history of trauma. The introduction was performed easily all the way to the marker [with] the stylet in place and the stylet was withdrawn without any trouble. One suture for fixation was used. All the electrode tests performed intraoperatively were ok. To summarize, the operation took place without any unusual observation or surgical complication. The patient woke up uneventful after the operation. He sat up in his bed, had some yogurt and talked to his personal assistant and he was able to understand that the operation had passed ok. He was then transported from the recovery room to the ward. The operation was finished at about 11 am. When I came to see him in the ward at about 5:30 pm, he was not able to wake up. The anesthesist was called and it was found that the patient was deeply unconscious. A CT scan was immediately performed showing a huge bleeding intratemporally on the left side, the same side at which the operation was performed, and there was also a large extension subdurally. A consultant from the department of neurosurgery gave the advice not to perform a neurosurgical intervention since the damage to the brain function already was judged to be too large. The patient then died at 2:30 the next morning. An autopsy was performed and a huge intracerebral hematoma in the left temporal lobe with extension subdurally was found. In conclusion, one would draw from this very tragic event the postoperative control should be even more intense when the patient has more than one communicative disorder."

Manufacturer narrative:
This type of event (risks of surgery) is addressed in the device labeling.